Event description:
On (B)(6) 2012, the pt reported that her infusion device displayed e6 (mechanical error) during basal insulin delivery. On (B)(6) 2012, the device displayed e2 (battery depleted) and she does not recall the device first displaying a2 (battery low). The pt changed the battery. After the device displayed e6, she cleared the error and the device displayed e2 without first displaying a2. The pt changed the battery again and the device again displayed e6. Troubleshooting with the pt successfully cleared the e6 error without it reoccurring. Checking the history in the device confirmed that a2 was not provided before e2 was displayed. The pt has not changed the battery cover in a year. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E2 (battery depleted) error, a2 (battery low) alert and e6 (mechanical) error were found in the history list. The e6 occurred correctly due to the too low battery voltage while the pump delivers insulin. The pump correctly triggered the a2 alert when the battery went empty. Due to the empty battery the pump correctly triggered the e2 error message. Before each e2 occurred the pump correctly triggered an a2 alert. The problem mentioned by the customer could not be reproduced.